Event description:
Patient was undergoing a laparoscopic hand-assisted sigmoid colon resection with coloproctostomy. Surgeon was unable to get the covidien endo gia ultra universal stapler (12mm xl) to advance. Surgeon was not sure whether the endo gia handle malfunctioned or it was the endo gia load that was the problem. Both were removed from the field and replaced. The procedure continued without incident. No harm to the patient.======================manufacturer response for surgical stapler, endo gia ultra universal stapler (per site reporter)======================no known response.